Event description:
The account alleged that when plugging in the bed into the power outlet there was arc from the power cord plug and it emitted smoke. No patient or caregiver injury reported.

Manufacturer narrative:
The technician found a loose terminal on the power cord plug. The technician replaced the power cord to resolve the issue.